Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All catheters are 100% inspected at the time of manufacture. Literature article: ventriculoperitoneal shunt malfunction caused by proximal catheter fat obtruction cezar josé mizrahi, sergey spektor, emil margolin, yigal shoshan, eliel ben-david, josé e. Cohen, samuel moscovici journal of clinical neuroscience 2016 30 (2016) 120¿123. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: about three weeks after implantation of a shunt, the patient returned to the emergency department with intermittent episodes on confusion, gait disturbance, and a large occipital-suboccipital pseudomeningocele. A cerebrospinal fluid (csf) examination ruled out bacterial meningitis. The patient underwent a t1-weighted saggital MRI which showed fat particles in the left luschka foramen, lateral ventricles, and ventricular catheter, suggesting retrograde fat particle migration from the surgical site of a previous craniotomy through the ventricular system with deposition into the ventricular catheter. The patient had undergone a craniotomy prior to the implant of the shunt to surgically remove a tumor. It was hypothesized that the patient developed partial shunt obstruction leading to development of the pseudomeningocele, which led to csf pressure elevation. Along with this, the patient developed signs of aseptic meningitis. The clinical signs, confusion and ataxia may be attributed to both aseptic meningitis and ventriculoperitoneal shunt malfunction. Attempts to reduce shunt opening pressure to a minimum did not improve the pseudomeningocele or reduce the size of the ventricles. Steroid treatment for aseptic ¿lipoid¿ meningitis was initiated with dexamethasone 4 mg/day for two weeks. At one month follow up, the patient had no neurological deficits and complete resolution of the pseudomeningocele. At the two month follow up, a ti-weighted saggital MRI revealed partial absorption of the earlier fat deposition in the lateral ventricles and partial resolution of fat obstruction in the ventricular catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.